Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. The patient reported the cycler prompted with an how to program basic settings issue that occurred during drain 4 of 5 of treatment. The patient was not hearing the alarm sounds at night. The patient did not perform a manual exchange and the cycler daytime manual exchange was entered no. A review of the patient¿s treatment records identified a drain volume of 5511 ml during drain 4 of 4 of treatment. This drain volume is 191% the patient's prescribed fill volume of 2900 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. The patient reported the cycler prompted with an how to program basic settings issue that occurred during drain 4 of 5 of treatment. The patient was not hearing the alarm sounds at night. The patient did not perform a manual exchange and the cycler daytime manual exchange was entered no. A review of the patient¿s treatment records identified a drain volume of 5511 ml during drain 4 of 4 of treatment. This drain volume is 191% the patient's prescribed fill volume of 2900 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: b3, d10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. The patient reported the cycler prompted with an how to program basic settings issue that occurred during drain 4 of 5 of treatment. The patient was not hearing the alarm sounds at night. The patient did not perform a manual exchange and the cycler daytime manual exchange was entered no. A review of the patient¿s treatment records identified a drain volume of 5511 ml during drain 4 of 4 of treatment. This drain volume is 191% the patient's prescribed fill volume of 2900 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient reported the cycler was giving the wrong fill volume despite program showing the correct prescription and fill volume. Per pdrn the patient reported the cycler was overfilling to the point of extreme discomfort. The patient called technical support and per patient was told the cycler had a critical error and a replacement would be sent. Treatment was cancelled and the patient proceeded with continuous ambulatory peritoneal dialysis (capd) therapy until replacement cycler was delivered on 12/10/2024. There was no reported event on outcome, and the patient did not experience any adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.